Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was unknown at the time of the incident. The customer stated that the buttons took longer than usual to respond and that often it lasted for one to two days. The customer stated that the insulin pump's block mode was not active and that the max bolus/basal was not set to 0.0. Battery change was performed but the issue persisted. There was no indication of the issue being resolved during the call. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been updated with this report.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on printed circuit board was locked properly during visual inspection. Pump passed the leak test. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the pump. Pump programmed with the current time and date and monitored for several days. The time and date is functioning properly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.